Event description:
It was reported that a patient presented for a regular generator change. Device interrogation revealed no capture on the lv lead; the lv lead was dislodged. On (B)(6)2023, the physician elected to cap the lv lead with no replacement. The patient condition was stable after the procedure.